Event description:
It was reported that during an unknown procedure, no staple came out after firing five to six staples. The patient is fine now. The reason why we sent two devices is that both the surgeon and sales rep could not identify which is the problematic device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that device (a) was returned in good visual condition. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at final inspection. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results showed that the device (b) was returned in good visual condition. The device was tested for functionality and formed 10 staples as intended. After this, the staple stack became misaligned, not allowing the staples to properly advance resulting in the device to not work properly. The device was disassembled to verify the integrity of the internal components and no additional abnormalities were found. While no conclusion could be reached as to what may have caused the staple stack to become misaligned, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # g5zy93 expiration date: 06/2016 manufacturing date: 07/2011 (B)(4).